Event description:
A caller reported that their pump had a cracked and shattered touchscreen, rendering the touchscreen illegible and unusable. There was no adverse impact to the customer's blood glucose level. The pump was damaged after being dropped, and it was confirmed to be under warranty. Customer technical support (cts) arranged for a replacement pump with updated software and provided detailed instructions for returning the damaged pump to avoid billing issues. The customer acknowledged these instructions and will continue using their current pump as a backup until the replacement arrives.